Event description:
It was reported that intermittent occlusion alarms occurred. The customer would change the pump supplies to address the issue. Sometime in (b)(6) 2026 the customer went to the Emergency Room (ER) and was subsequently admitted to the Intensive Care Unit (ICU). Customer could not recall their blood glucose (BG) level but ketones were present. Customer was treated with intravenous fluids of saline and insulin to address the elevated BG. Treatment resolved the issue and there was no permanent damage. Reportedly Customer was discharged after two days.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.